Manufacturer narrative:
Concomitant products: product ID 3037, serial # unknown, product type programmer, patient; product ID 3889-28, lot # va08xpt, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient programmer was displaying a power on reset message. The patient was unable to adjust stimulation. It was noted the patient had used the programmer 3 months prior and it worked fine. Additional information has been requested, a follow up report will be sent if additional information is received.